Event description:
Per the clinic, the patient developed an infection at the abutment site. As a result, the patient underwent a procedure to have the abutment removed.

Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time.